Manufacturer narrative:
Concomitant medical products: 977c165 pain stim lead, 97714 pain stim ipg, implanted (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room with chest pain. It was further reported that the right atrial (ra) lead exhibited far field r wave oversensing and a sensing warning. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.